Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaws of the dissector was broken. No further information available at this time.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Visual inspection of the disposable hand piece revealed that a battery contact pin was bent. An alternate failure was found. Investigation personnel found that the max button pin was bent, which prevented the dissector from activating under maximum power. The cause of the failure was determined to be the damaged dissector battery contact pin. Investigation could not determine how the damage occurred. The dissector battery contact pin pad on this device is a new design intended to drastically minimize the occurrence of bent pins. This failure is not a supplier or a manufacturing defect as the device would not have passed final functional testing on the production line prior to shipping as the production line does a 100% inspection and testing of all dissectors. This pin damage is a post corrective action failure. The device was still capable of activating under minimum power, and no damage to the jaws was observed. The investigation identified the cause of the reported event to be a component failure. If information is provided in the future, a supplemental report will be issued.